Event description:
During a review of the event history of another report, for a colleague infusion pump, it was discovered that failure code 559:320:844:0000 occurred once during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review task has been performed and there have been similar repots made to baxter. The root cause will be determined through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was corrosion on channel c. The pumphead module has been replaced. A service history review revealed that this device was not previously serviced for the reported condition.